Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent unspecified pump alarm occurred during basal deliveries. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer was able to resume insulin delivery.